Manufacturer narrative:
(B)(4). The customer was unsure of the correct lot number, therefore the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in the pump segment of a light sensitive drug set leaked when inserted into a colleague infusion pump. This occurred during priming with parenteral nutrition in the infant intensive care center. The flow rate of the pump was reported to be between 2 and 13 ml/hr. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.